Event description:
Retained foley balloon fragments.

Manufacturer narrative:
The balloon on a foley catheter ruptured and required surgical intervention to retrieve fragments of the device from the patient. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.